Event description:
A customer contacted baxter (B)(4) regarding a leak from a cassette. The home patient (hp) was doing therapy at night and when they woke up, the treatment was finished, and they saw liquid on the floor, so the hp contacted the hospital. There was no suction sound involved. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation, and the root cause was determined to be due to a crack in the cassette. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak in a cassette was confirmed during the sample evaluation. One used cassette was received and during the visual inspection, there were two cracks found on the edge of the cassette. A functional inspection with a therapy performed and no alarms sounded but there was solution on the bench top which leaked from the cassette. However, no root cause has been determined because the investigation is still not completed. A follow-up report will be filed should additional information become available.